Event description:
Upon completion of a vaginal delivery, the physician found blood had run down from the gown cuff to the inside of her glove. She was treated prophylactically due to the blood exposure.

Manufacturer narrative:
Upon completion of a vaginal delivery, the physician found blood had run down from the gown cuff to the inside of her glove. The patient was known to be (B)(6). The physician had a sore on her hand and was treated prophylactically due to the blood exposure. The facility reported that the cuff of the gown may not have been fully covered by the gloves and thought the gloves may not have been donned correctly. The sample was returned and evaluated. The cuff of the gown was saturated with blood which corresponds to the report provided by the facility indicating the gloves may not have been donned correctly. With the cuff exposed, fluid was allowed to gain access inside and down the glove to the hand of the surgeon. The impervious areas of the gown were tested and no strikethrough occurred. Based on the sample evaluation and information provided by the facility, the root cause has been determined to be user error. Due to the reported incident and subsequent need for medical intervention, this medwatch is being filed.